Event description:
Customer reportedly received results of 28.5 mmol/l and 5.5 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The incident occurred in (B) (6).